Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she was not feeling stimulation sensation like she used to and it had not been helping with her symptoms. It was noted that the therapy was on. The patient reported that she was currently on program 1 at 1.0v and was not feeling anything. The patient increased stimulation to 1.5v and reported feeling comfortable stimulation. Additional information was received from the patient and it was reported thatthe patient had leakage since (B)(6) 2016. The patient also reported that they hadn¿t felt stimulation since (B)(6) 2016. The patient reported that she started having symptoms and not feeling stimulation after a dentist appointment (dental x-rays) since (B)(6) 2016. During the call, the patient tried programs 2, 3 and 4 and reported not feeling any stimulation up to 2.0v.